Event description:
During a preventative maintenance check by zoll's technical service dept, the device's pacer output was found to be out of the specified tolerance for the selected setting. There was no pt involvement in the reported failure.